Manufacturer narrative:
No malfunction found. The end user's spouse reported while was operating the power wheelchair outdoors on a sidewalk, the end user got too close to the edge of the sidewalk, drove into a ditch and fell. Hoveround's owner's manuals warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum," and "[d]riving on soft and/or uneven surfaces increases the chances of a collision or fall from the seat due to loss of control or tip-over and can result in serious injury or death. Avoid driving on these surfaces."

Event description:
While operating the power wheelchair outdoors on a sidewalk, the end user got too close to the edge of the sidewalk, drove into a ditch and fell.